Manufacturer narrative:
(B) (4)(B) (6).

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure.according to the complainant, upon discharge from the procedure, the patient experienced a pain level of 50/100 per a visual analog scale. At 48 hours post-operatively, the patient experienced "partial obstruction - voiding and tested positive for a urinary tract infection. According to the complaintant, the procedure was successfully completed. During a follow-up visit on (B) (6)2008, it was documented that the patient's symptoms had resolved.